Event description:
On 10/23/1998, safeskin corp was served with a lawsuit. Plaintiff's claim alleges the following: pain, irritation, intermittent and recurrent nasal congestion, intermittent and recurrent sinusitis, recurrent skin rashes, intermittent shortness of breath, symptomatic broncho-spastic episodes, allergic latex sensitivity, emotional distress, shock and fright.